Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
The reporter indicated an 13.2mm micl13.2 implantable collamer lens, -7.0 diopter was implanted in the patient's left eye (os). The patient experienced "gray vision transient". The cause of the event was unknown. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient reported had an micl implantable collamer lens, implanted in her left eye (os) on (B)(6) 2019 with good results. The patient reported on (B)(6) 2019, after a 3 hour flight, there was a red ring around her left eye and her pupils were different sizes. Two days later, she developed pain and light sensitivity in the left eye. The patient went to her doctor and they said the patient had rebound inflammation and was put back on steroids. The patient has reported cloudiness and half her vision went gray and she could not see. To this day, the patient has 2 different size pupils and vision in left eye is cloudy. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.